Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign material was found inside the sealed packaging. Device evaluation details: the device evaluation has been completed. Photos of the reported issue were provided by the customer. In the pictures a black spot was observed on the tray area. Based on the pictures alone, the customer complaint was confirmed. However, the returned complaint catheter was visually inspected, and it was found in good conditions. The catheter itself was not analyzed since no malfunction was reported with the catheter and the packaging was not returned for analysis. A manufacturing record evaluation (mre) was performed, and no internal action was found during the review. As such, the customer complaint cannot be confirmed. The root cause of dirt inside the sealed catheter container cannot be determined since all units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign material was found inside the sealed packaging. It was reported that before the catheter was used on the patient there was a visible ¿dirt¿ inside the sealed catheter container. The physician was not comfortable using the catheter and requested a replacement. The catheter was replaced and the issue resolved. The case continued. There was no report of patient consequence, device was not used on the patient. The foreign material was described as ¿small (less than a mm) black particle¿ which was noticed before use.